Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted but not used during implant. It was noted that the helix would not extend, there was placement difficulty, and the physician rotated the lead over fifty times. As well, the sheath kinked in the middle causing lead advancement difficulty and possible damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.